Manufacturer narrative:
Concomitant medical products: sterrad 100s sterilizer, serial #: (B)(4). (B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The chemical indicator (ci) changed color correctly. The affected load was reprocessed prior to release except one item was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ a review of six months prior to the complaint open date was conducted; no other complaints were identified in the query related to this lot number for the reported issue. Therefore, trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. ¿ an issue with sterrad® unit¿s performance is unlikely since the test cycles passed and the sterrad parameters were normal. No further investigation into the concomitant asp product is required. The assignable cause of the issue could not be verified. Although the visual analysis confirmed the issue, DHR review did not find any anomalies and retains testing met specifications. The customer was advised to always follow the instructions for use and to reprocess the load prior to releasing for use when there is a suspected positive bi result. The issue will continue to be tracked and trended. Asp complaint ref #: pc-(B)(4).

Manufacturer narrative:
A single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There is yellow media remaining in the vial. The return of the cyclesure® 24 bi was confirmed. Asp complaint ref #: (B)(4).